Event description:
It was reported that a revision was performed to remove the implants from the patient due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no medical documents were received for investigation. Therefore no medical assessment can be performed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for this devices.